Manufacturer narrative:
(B)(4). Device is combination product. (B)(4).

Manufacturer narrative:
Device evaluated by MFR.: a visual and microscopic examination found that the hypotube had broken 223mm distal from the catheter's strain relief. There were kinks along the entire length of the hypotube. This type of damage is consistent with excessive force being applied to the delivery system. The stent, balloon and tip sections of the device were examined and no issues were noted with their profiles that could have potentially contributed to the complaint incident. The balloon was tightly wrapped and was not subjected to positive pressure. A 0.015 inch product mandrel was inserted through the lumen with no restrictions noted. Solidified contrast media was present within the entire length of the inflation lumen, therefore indicating the device had been prepped for use. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
Same case as MDR #2134265-2011-02810. It was reported that during stenting treatment procedure shaft fracture occurred. The lesion being treated was located in the mildly calcified, mid circumflex. The physician predilated with a 2.0 x 10mm non-bsc balloon catheter, then advanced the 38 x 2.75mm taxus liberte stent delivery system (sds) however the device was unable to cross the lesion. The physician removed the sds successfully from the patient and predilated with a 2.5 x 10mm non-bsc balloon catheter, upon re-advancing the sds to the target lesion shaft fracture occurred. The sds was successfully removed from the patient. Then the physician advanced the 38 x 2.75 taxus liberte sds however the device was unable to cross the lesion. The physician removed the sds successfully from the patient and predilated with a 3.0 x 8mm non-bsc balloon catheter, and inserted an unspecified buddy wire. Upon re-advancing the sds to the target lesion shaft fracture occurred. The sds was successfully removed from the patient. The procedure was completed with a different device. No complications were reported and the patient's current condition is stable.

Event description:
Same case as MDR # 2134265-2011-02810. It was reported that during stenting treatment procedure shaft fracture occurred. The lesion being treated was located in the mildly calcified, mid circumflex. The physician predilated with a 2.0 x 10mm non-bsc balloon catheter, then advanced the 38 x 2.75mm taxus liberte stent delivery system (sds) however the device was unable to cross the lesion. The physician removed the sds successfully from the patient and predilated with a 2.5 x 10mm non-bsc balloon catheter, upon re-advancing the sds to the target lesion shaft fracture occurred. The sds was successfully removed from the patient. Then the physician advanced the 38 x 2.75 taxus liberte sds however the device was unable to cross the lesion. The physician removed the sds successfully from the patient and predilated with a 3.0 x 8mm non-bsc balloon catheter, and inserted an unspecified buddy wire. Upon re-advancing the sds to the target lesion shaft fracture occurred. The sds was successfully removed from the patient. The procedure was completed with a different device. No complications were reported and the patient's current condition is stable.